Event description:
It was reported the physician was attempting to use a complete se stent to treat common iliac artery. The device was removed from its packaging as per IFU with no issues. It was reported that due to human error, an expired complete se was used in the patient. The complete se was approximately 3 months past its expiry date. The patient is reported to be fine.